Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a cloudy lcd screen on the insulin pump. The customer's blood glucose was 128 mg/dl at the time the issue was reported. Nothing further reported.